Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera-cover has a burn and universal cord is sticky is cause not established; due to damage on ccd unit, the image has black dots is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited camera-cover has a burn, universal cord is sticky, and due to damage on ccd unit, the image has black dots. There was no patient involvement.